Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 6 mm x 4.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, at third to fourth inflation, it was noted that the balloon ruptured at 6 atm and 8 atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination of the balloon did not identify damage the balloon. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified pinhole the middle section of balloon during inflation attempt. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the shaft polymer extrusion. No damage noted to distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, to inflate the balloon to 12 atmospheres (atm) as per, wolverine instructions for use (IFU), 51328366. A pinhole was identified at the middle section of balloon. The device failed to inflate fully due to a pinhole in the balloon material. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 6mm x 4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third to fourth inflation, it was noted that the balloon ruptured at 6atm and 8atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition post procedure.